Event description:
The customer's mother reported via phone call that they had a keypad anomaly. The mother reported the act and up buttons was stiff. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The act button was unresponsive due to a flattened button dome switch. No insulin smell was noted on the insulin pump. No dried substance was noted at the reservoir compartment. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.